Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number : unk. - how long was the delay?=>the issue did not effect the surgery time. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? Na. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Na. - please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. When use the product, it was fixed with a loop, but it came loose, so a new product was used. No effects to the patient and did not affect the operation time that much. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/12/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One dispensed needle suture was returned for analysis. Product code sxpp1b104. During visual inspection of the sample, marks on the body needle appeared to be by the use of surgical instruments were observed. The suture was examined and it was observed that the weld of the first loop was detached. It is possible that this failure was due to excessive force being applied. Body fluids were found on the strand. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint.